Event description:
On (B)(6) 2026, the consumer claims the device burnt her pillow, sheets and her arm. The consumer received medical attention.

Manufacturer narrative:
On (B)(6) 2026, this incident will be reported to the FDA as a side of caution since the consumer claimed to have received a burn and sought medical attention. Our risk management team has reached out to the consumer requesting the device be returned for an investigation.